Manufacturer narrative:
Combination product: yes.

Event description:
The orsiro drug-eluting stent system was selected for use. Resistance was felt during the attempt to insert the orsiro stent through the guideplus guiding catheter. Afterwards the stent was delivered to the proximal part of the lesion but could not cross. Upon removal a stent deformation was detected.

Manufacturer narrative:
Combination product: yes. The returned product was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation of the returned instrument revealed that the stent is slightly deformed at its distal end and severely deformed at its proximal end, i.e. Several struts are bent outwards. The stent is displaced by about 11 mm in proximal direction. Microscopic analysis revealed stent imprints on the exposed balloon surface, indicating that the stent was initially crimped in between the two radiopaque markers and that the bent struts were initially crimped on the balloon. The balloon is well folded and shows no signs of inflation. Review of the production documentation verified that the instruments were manufactured according to specifications and fulfilled all the requirements of in process and final inspection. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined. The inner diameter of the nipro guideplus st extension catheter is 1.33mm and does therefore not meet the requirements specified in the orsiro IFU ( greater than or equal to 0.056 inch, 1.42mm). The root cause for the complaint event is therefore most likely related to the extension catheter which was used in the intervention.